Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case on display window corners, minor scratched lcd window, and cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 65 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.